Event description:
It was reported that (2) devices were used during a laparoscopic proctocolectomy and laparoscopic illeocecael resection. It was reported by the affiliate that the (2) lcsk5 devices had serious failure. The first device could not be activated. The generator emitted a constant beep. The 2nd device could only be activated on "variable" mode. On "full mode", it did not work. After half an hr, this device also failed completely. Afterwards they checked the generator (test tip), which functioned without problem. The instruments above were checked again and did not function correctly as stated. Another device was used to complete the case. There was no consequence to the pt.